Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply. H10 additional narrative: d2b. Additional pro-code: hsb, hwc. D9: complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. E1: state: ehime . H3, h6: the investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2023, the patient underwent orif surgery for tibial diaphyseal fracture with locking screw. When the surgeon attempted a distal lateral locking, he tried to attach the screw to the screwdriver long xl25 and the screwdriver short xl25, but could not attach the screw to either. Another product of the same size could be used without any problem, and the surgery was completed. The surgery was completed successfully within 30 minutes. No further information is available. This complaint involves one (1) device. This report is for one (1) lockscr f/nails lwprof ø5 l38 xl25. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6 the product was returned to depuy synthes for evaluation. The depuy synthes team forwarded the device to jabil which conducted a visual inspection of the returned device. All relevant features concerned to the complaint have been checked. The features were confirmed out of specification. The highest probability is that part was manufactured out of specification at the machining step and was not identified in the corresponding inspection. The overall complaint was confirmed as the observed condition of the lockscr f/nails lwprof ø5 l38 xl25 [04.045.338s/775p890] would contribute to the complained device issue. Based on the investigation findings, the root cause is traced to manufacturing. The product issue has been addressed through depuy synthes quality system. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Drawing/specifications reviewed se_717896 rev l current & manufactured. Dimensional inspection: n/a. H4, h6 a manufacturing record evaluation was performed for the finished device product code: 04.045.338s, lot number: 775p890, it was electronically reviewed and no nonconformances / manufacturing irregularities were identified during the manufacturing process. The product was released on: 11/05/2022, manufacturing site:jabil grenchen, expiry date:01/04/2032. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: the device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. If information is obtained that was not available for this medwatch, a follow-up medwatch will be filed as appropriate.